Event description:
It was reported by service report that the bed extender's black connector and pins were smashed causing a potential loss of scale and bed exit. No pt involvement or adverse consequences are reported.